Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effects of death and hypotension are listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use (IFU) as known patient effects of a coronary stenting procedure. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2018, a 2.75 x 28 mm xience prime stent was successfully implanted in the proximal right coronary artery. The procedure was successfully completed and the patient was taken to the recovery room. While in the recovery room, the blood pressure dropped and the patient subsequently died. The cause of death was requested, but not provided. No additional information was provided.